Event description:
The dog was prepped for surgery when the light was turned on. The bulb burned out when it was turned on and dr went to replace the bulb, instead of removing the handle base screws to gain access to the bulb, dr removed the springs that holds the filter in place. They then had difficulty re-assmebling the light, and since the dog was anesthetized, decided to leave the filter off and proceed with the surgery. The dog received a thermal burn measuring approximately 6"x9". The dog has been treated for the burn by changing the dressing daily.